Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection became disconnected. Reportedly, the customer reconnected the luer lock connection, primed the tubing to remove the air bubbles, and resumed insulin delivery. Blood glucose was 197 mg/dl.